Event description:
The customer contacted stryker to report their device's on/off key was unresponsive and their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation of the replaced main keypad found contamination between switch dome and pcb was the root cause of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The main keypad was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's on/off key was unresponsive and their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.